Manufacturer narrative:
(B)(4). Event date: unknown. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was obtained: what is the product code for the powered circular that was used in the case? Unknown. Either (B)(4). What is the lot number? Unknown. What were the indications for surgery? Diverticulitis. Can a more detailed description of events be provided? Dr. (B)(6) said that the anvil had to be readvanced after it came off the stapler when they were closing it. They readvanced the anvil and it may have come through a different/second hole. They completed firing and when they tested the anastomise, there was a posterior leak. He was the one who fired the stapler and it seemed to fire ok. He hand sewed the anastomise and tested it and everything was fine. The patient developed a post-op leak. Dr. (B)(6) doesn¿t feel that this was necessarily an issue with the stapler but there has been a few leaks in a short amount of time and that made him wonder if it was the stapler. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? No, except the anvil came off when they were closing it. A resident was up above and dr. (B)(6) didn¿t know if the anvil was really ever attached. What healthcare professional fired the device and what is his/her experience with the device? Dr. (B)(6) is a general surgeon and he fired the device. He has used the powered circular stapler a number of times but has years of experience with our circular staplers. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Was the device difficult to close? Unknown. Was the device difficult to fire? Unknown. Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Unknown. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Unknown. What is the current status of the patient? The patient received a diverting ileostomy and is doing fine. Were there any issues experienced with the device in the initial surgical procedure? Unknown. Was a leak test performed? If so, what type and what was the result? Yes, an air leak test. It failed. Was the staple line visualized endoscopically during the initial surgical procedure? Unknown. How many days postoperative did the leak occur? ¿a few days¿ post op per dr. (B)(6). How was the leak identified? Unknown. What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Unknown. How was the leak addressed? Unknown. What is the current patient status? Patient is doing fine but has a diverting ileostomy.

Event description:
It was reported that the doctor performed a sigmoidectomy with a unknown powered circular stapler on an unknown date. The patient returned a ¿few days later¿ with a post-operative leak.